Event description:
This spontaneous case report was received on 13-jan-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5032964, received at FDA on 15-nov-2013). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced menstrual cycles heavier and more painful, continued bloating, always had a flat stomach, not any more, fingers and toes tingle and get numb, knees ache to the point she cannot bend at times, low vitamin d, fatigue, depression. FDA report type was 'injury', reported outcome of event was 'disability or permanent damage' no information was given on consumer's past drugs, concomitant medication and concurrent conditions. Consumer always had a flat stomach. On an unspecified date, the consumer had essure (fallopian tube occlusion insert), lot number 794900, implanted. Consumer reported she never put it together until now. Her menstrual cycles is heavier and more painful, she has continued bloating, she always had a flat stomach, not any more, her fingers and toes tingle and get numb, her knees ache to the point she cannot bend at times, low vitamin d, fatigue, depression. No further details were reported. Follow-up received on 10-apr-2014 despite follow-up attempts, no new information could be obtained. Follow-up information received on 01-oct-2015: (B)(4). Consumer had essure since 2011. Ever since implantation she suffered with worst menstrual cycles that changed from 65 days to 35 days accompanied with clots and severe pain. She reported that every ovulation she felt extreme pain around pelvic area and back; during menstruation se suffered from severe bleeding and back pain. She reported being diagnosed with adenomyosis recently and the inflammation from the coils has reaped havoc on her body; she had dizziness, pain, heart palpitations, hair loss, joint pain, low vitamin d and so many more issues since implantation. Result and assessment of the product technical complaint investigation received on 02-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Legal claim received on 03-may-2016 (upgraded to incident): plaintiff was implanted on or about (B)(6) 2011. As a result of essure plaintiff suffered from severe pelvic pain, tingling of extremities, extreme menstrual changes, hair loss, and weight gain. On or about (B)(6) 2015 plaintiff had to have a hysterectomy as a result of essure. Updated quality safety evaluation was received on 20-may-2016: no major changes in the assessment. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced knees ache - I cannot bend at times/ joint pain and extreme pelvic pain. She had to have a hysterectomy four years after essure insertion. Arthralgia is unlisted while pelvic pain is listed in the reference safety information for essure. The knee is the largest human joint in terms of its volume and surface area of articulating cartilage and has the greatest susceptibility to injury, age-related wear and tear, inflammatory arthritis and septic arthritis. In this particular case, no information was provided about event characteristics, concomitant or past conditions and drugs which may have contributed for the event or its temporal relation with essure therapy start. Considering the limited information the causal relationship between essure therapy and the reported event cannot be assessed. Considering that essure may cause pelvic pain and there is no sufficient alternative explanation, a causal relationship with essure therapy cannot be excluded. In addition, non-serious events were reported. Upon follow up information that the consumer underwent a hysterectomy, this case was regarded as incident since device removal was required (implied). The technical analysis concluded to an unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032964) on 13-jan-2014. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain"), genital haemorrhage ("heavy bleeding clotting severe bleeding") and the first episode of arthralgia ("knees ache - I cannot bend at times / joint pain") in an adult female patient who had essure (batch no. 794900) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, multigravida, parity 3 ((B)(6) 2000, (B)(6) 2004, (B)(6) 2010), miscarriage, stillbirth, liver disorder, breast feeding, gestational diabetes and liver disorder. Concurrent conditions included overweight and rubber sensitivity. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("menstrual cycle heavier / during menstruation suffered from severe bleeding/ period was very heavy and something did not seem right"), dysmenorrhoea ("menstrual cycle more painful / during menstruation suffered severe back pain, heavy menstrual pain, severe cramps"), vitamin d decreased ("low vitamin d"), menstrual disorder ("menstrual cycles that changed from 65 days to 35 days with clots, extreme menstrual changes"), ovulation pain ("every ovulation I feel extreme pain around my pelvic area and back, ovulation and feminine internal pain (pulling tugging ripping pain and tenderness)"), abdominal tenderness ("every ovulation I feel extreme pain around my pelvic area and back, ovulation and feminine internal pain (pulling tugging ripping pain and tenderness)") and feeling abnormal ("brain fogginess"). In (B)(6) 2015, the patient experienced back pain ("severe persistent back pain (excruciating debilitating back pain that inhibited movement)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of arthralgia (seriousness criterion disability), abdominal distension ("continued bloating - always had a flat stomach, not anymore"), paraesthesia ("fingers and toes tingle and get numb, tingling of extremities"), hypoaesthesia ("fingers and toes tingle and get numb"), depression ("increased depression due to pain"), disturbance in attention ("inability to focus after essure"), adenomyosis ("adenomyosis"), dizziness ("dizziness"), palpitations ("heart palpitations"), alopecia ("hair loss/ hair thinning"), inflammation ("inflammation"), weight increased ("weight gain"), heart rate irregular ("irregular heart rate"), rash ("rashes"), pruritus ("itchy skin"), vitamin d deficiency ("vitamin d deficiency"), gingival pain ("pain in gums"), toothache ("pain in teeth"), pain ("severe and persistent pain"), mental disorder ("psychiatric and/or psychological condition"), uterine enlargement ("enlarged uterus sitting on my sacrum"), acne ("acne") and the second episode of arthralgia ("pain in joints/ persistent joint pain"). On an unknown date, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of arthralgia (seriousness criterion disability), abdominal distension ("continued bloating - always had a flat stomach, not anymore"), paraesthesia ("fingers and toes tingle and get numb, tingling of extremities"), hypoaesthesia ("fingers and toes tingle and get numb"), depression ("increased depression due to pain"), disturbance in attention ("inability to focus after essure"), adenomyosis ("adenomyosis"), dizziness ("dizziness"), palpitations ("heart palpitations"), alopecia ("hair loss/ hair thinning"), inflammation ("inflammation"), weight increased ("weight gain"), heart rate irregular ("irregular heart rate"), rash ("rashes"), pruritus ("itchy skin"), vitamin d deficiency ("vitamin d deficiency"), gingival pain ("pain in gums"), toothache ("pain in teeth"), pain ("severe and persistent pain"), mental disorder ("psychiatric and/or psychological condition"), uterine enlargement ("enlarged uterus sitting on my sacrum"), acne ("acne") and the second episode of arthralgia ("pain in joints/ persistent joint pain"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with antidepressants, cholecalciferol (vitamin d), nsaid's and surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, menstrual disorder, adenomyosis, inflammation, weight increased, pain, mental disorder and uterine enlargement outcome was unknown, the menorrhagia, dysmenorrhoea, abdominal distension, paraesthesia, vitamin d decreased, ovulation pain, abdominal tenderness, dizziness, palpitations, alopecia, back pain, heart rate irregular, feeling abnormal, rash, pruritus, vitamin d deficiency, gingival pain, toothache, acne and the last episode of arthralgia had resolved, the fatigue outcome was unknown and the depression and disturbance in attention had not resolved. The reporter considered abdominal tenderness, adenomyosis, alopecia, dizziness, dysmenorrhoea, inflammation, menorrhagia, menstrual disorder, ovulation pain, palpitations, paraesthesia, pelvic pain, weight increased and the first episode of arthralgia to be related to essure. The reporter provided no causality assessment for abdominal distension, acne, back pain, depression, disturbance in attention, fatigue, feeling abnormal, genital haemorrhage, gingival pain, heart rate irregular, hypoaesthesia, mental disorder, pain, pruritus, rash, toothache, uterine enlargement, vitamin d decreased, vitamin d deficiency and the second episode of arthralgia with essure. The reporter commented: plaintiff sought medical treatment for hair thinning, bloating, heavy menstrual pain, brain fogginess, tingling in extremities, pain in joints, acne, pain in teeth and gums, rashes and itchy skin. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On (B)(6) 2011, essure confirmation test was performed via hysterosalpingogram. She was referred to a neurologist for dizziness in (B)(6) 2011, who did scans on head etc. She was sent to cardiologist for palpitations, many test preformed even an ultrasound on her heart in (B)(6) 2011. Full scan of her back with no results. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2017: new reporters, patient dob, height, essure date of insertion updated, new events heavy bleeding, severe persistent back pain, irregular heart rate, pain in joints/ persistent joint pain, rashes, itchy skin, acne, vitamin d deficiency, pain in gums, pain in teeth, severe and persistent pain, psychiatric condition, inability to focus after essure, enlarged uterus sitting on my sacrum, outcomes for the events hair loss/ hair thinning, back pain, bloating, heavy menstrual flow/pain, dizziness, irregular heart rate, brain fogginess tingling in extremities, joint pain, acne/rashes and itchy skin, vitamin deficiency and pain in gums and teeth. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain"), genital haemorrhage ("heavy bleeding clotting severe bleeding") and the first episode of arthralgia ("knees ache - I cannot bend at times / joint pain") in an adult female patient who had essure (batch no. 794900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, multigravida, parity 3 ( (B)(6) 2000, (B)(6) 2004, (B)(6) 2010), miscarriage, stillbirth nos, liver disorder, breast feeding, gestational diabetes and liver disorder. Concurrent conditions included overweight and rubber sensitivity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2011, the patient experienced palpitations ("heart palpitations") and heart rate irregular ("irregular heart rate"). In 2011, the patient experienced dysmenorrhoea ("menstrual cycle more painful / during menstruation suffered severe back pain, heavy menstrual pain, severe cramps"), vitamin d decreased ("low vitamin d"), menstrual disorder ("menstrual cycles that changed from 65 days to 35 days with clots, extreme menstrual changes"), ovulation pain ("every ovulation I feel extreme pain around my pelvic area and back, ovulation and feminine internal pain (pulling tugging ripping pain and tenderness)") and abdominal tenderness ("every ovulation I feel extreme pain around my pelvic area and back, ovulation and feminine internal pain (pulling tugging ripping pain and tenderness)"). In (B)(6) 2015, the patient experienced back pain ("severe persistent back pain (excruciating debilitating back pain that inhibited movement)"). In 2015, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of arthralgia (seriousness criterion disability), menorrhagia ("menstrual cycle heavier / during menstruation suffered from severe bleeding/ period was very heavy and something did not seem right/heavy menstrual flow/pain"), abdominal distension ("continued bloating - always had a flat stomach, not anymore/bloating"), paraesthesia ("fingers and toes tingle and get numb, tingling of extremities"), hypoaesthesia ("fingers and toes tingle and get numb"), depression ("increased depression due to pain"), disturbance in attention ("inability to focus after essure"), adenomyosis ("adenomyosis"), alopecia ("hair loss/ hair thinning"), inflammation ("inflammation"), weight increased ("weight gain"), feeling abnormal ("brain fogginess"), rash ("rashes"), pruritus ("itchy skin"), gingival pain ("pain in gums"), toothache ("pain in teeth"), pain ("severe and persistent pain"), mental disorder ("psychiatric and/or psychological condition"), uterine enlargement ("enlarged uterus sitting on my sacrum"), acne ("acne") and the second episode of arthralgia ("pain in joints/ persistent joint pain"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with antidepressants, cholecalciferol (vitamin d), nsaid's and surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, menstrual disorder, adenomyosis, inflammation, weight increased, pain, mental disorder, uterine enlargement and nausea outcome was unknown, the menorrhagia, dysmenorrhoea, abdominal distension, paraesthesia, vitamin d decreased, ovulation pain, abdominal tenderness, dizziness, palpitations, alopecia, back pain, heart rate irregular, feeling abnormal, rash, pruritus, vitamin d deficiency, gingival pain, toothache, acne and the last episode of arthralgia had resolved, the fatigue outcome was unknown and the depression and disturbance in attention had not resolved. The reporter provided no causality assessment for abdominal distension, acne, back pain, depression, disturbance in attention, fatigue, feeling abnormal, genital haemorrhage, gingival pain, heart rate irregular, hypoaesthesia, mental disorder, pain, pruritus, rash, toothache, uterine enlargement, vitamin d decreased, vitamin d deficiency and the second episode of arthralgia with essure. The reporter considered abdominal tenderness, adenomyosis, alopecia, dizziness, dysmenorrhoea, inflammation, menorrhagia, menstrual disorder, nausea, ovulation pain, palpitations, paraesthesia, pelvic pain, weight increased and the first episode of arthralgia to be related to essure. The reporter commented: plaintiff sought medical treatment for hair thinning, bloating, heavy menstrual pain, brain fogginess, tingling in extremities, pain in joints, acne, pain in teeth and gums, rashes and itchy skin. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On (B)(6) 2011, essure confirmation test was performed via hysterosalpingogram. She was referred to a neurologist for dizziness in (B)(6) 2011, who did scans on head etc. She was sent to cardiologist for palpitations, many test preformed even an ultrasound on her heart in (B)(6) 2011. Full scan of her back with no results. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number:(B)(4) ) on (B)(6) 2014. The most recent information was received on(B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain"), genital haemorrhage ("heavy bleeding clotting severe bleeding") and the first episode of arthralgia ("knees ache - I cannot bend at times / joint pain") in an adult female patient who had essure (batch no. 794900) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, multigravida, parity 3 ((B)(6)2000, (B)(6)2004, (B)(6) 2010), miscarriage, stillbirth nos, liver disorder, breast feeding, gestational diabetes and liver disorder. Concurrent conditions included overweight and rubber sensitivity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2011, the patient experienced palpitations ("heart palpitations") and heart rate irregular ("irregular heart rate"). In 2011, the patient experienced dysmenorrhoea ("menstrual cycle more painful / during menstruation suffered severe back pain, heavy menstrual pain, severe cramps"), vitamin d decreased ("low vitamin d"), menstrual disorder ("menstrual cycles that changed from 65 days to 35 days with clots, extreme menstrual changes"), ovulation pain ("every ovulation I feel extreme pain around my pelvic area and back, ovulation and feminine internal pain (pulling tugging ripping pain and tenderness)") and abdominal tenderness ("every ovulation I feel extreme pain around my pelvic area and back, ovulation and feminine internal pain (pulling tugging ripping pain and tenderness)"). In (B)(6) 2015, the patient experienced back pain ("severe persistent back pain (excruciating debilitating back pain that inhibited movement)"). In 2015, the patient experienced vitamin d deficiency ("vitamin d deficiency"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of arthralgia (seriousness criterion disability), menorrhagia ("menstrual cycle heavier / during menstruation suffered from severe bleeding/ period was very heavy and something did not seem right/heavy menstrual flow/pain"), abdominal distension ("continued bloating - always had a flat stomach, not anymore/bloating"), paraesthesia ("fingers and toes tingle and get numb, tingling of extremities"), hypoaesthesia ("fingers and toes tingle and get numb"), depression ("increased depression due to pain"), disturbance in attention ("inability to focus after essure"), adenomyosis ("adenomyosis"), alopecia ("hair loss/ hair thinning"), inflammation ("inflammation"), weight increased ("weight gain"), feeling abnormal ("brain fogginess"), rash ("rashes"), pruritus ("itchy skin"), gingival pain ("pain in gums"), toothache ("pain in teeth"), pain ("severe and persistent pain"), mental disorder ("psychiatric and/or psychological condition"), uterine enlargement ("enlarged uterus sitting on my sacrum"), acne ("acne") and the second episode of arthralgia ("pain in joints/ persistent joint pain"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with antidepressants, colecalciferol (vitamin d), nsaid's and surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, hypoaesthesia, menstrual disorder, adenomyosis, inflammation, weight increased, pain, mental disorder, uterine enlargement and nausea outcome was unknown, the menorrhagia, dysmenorrhoea, abdominal distension, paraesthesia, vitamin d decreased, ovulation pain, abdominal tenderness, dizziness, palpitations, alopecia, back pain, heart rate irregular, feeling abnormal, rash, pruritus, vitamin d deficiency, gingival pain, toothache, acne and the last episode of arthralgia had resolved, the fatigue outcome was unknown and the depression and disturbance in attention had not resolved. The reporter provided no causality assessment for abdominal distension, acne, back pain, depression, disturbance in attention, fatigue, feeling abnormal, genital haemorrhage, gingival pain, heart rate irregular, hypoaesthesia, mental disorder, pain, pruritus, rash, toothache, uterine enlargement, vitamin d decreased, vitamin d deficiency and the second episode of arthralgia with essure. The reporter considered abdominal tenderness, adenomyosis, alopecia, dizziness, dysmenorrhoea, inflammation, menorrhagia, menstrual disorder, nausea, ovulation pain, palpitations, paraesthesia, pelvic pain, weight increased and the first episode of arthralgia to be related to essure. The reporter commented: plaintiff sought medical treatment for hair thinning, bloating, heavy menstrual pain, brain fogginess, tingling in extremities, pain in joints, acne, pain in teeth and gums, rashes and itchy skin. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On (B)(6) 2011, essure confirmation test was performed via hysterosalpingogram. She was referred to a neurologist for dizziness in (B)(6) 2011, who did scans on head etc. She was sent to cardiologist for palpitations, many test preformed even an ultrasound on her heart in (B)(6) 2011. Full scan of her back with no results. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event nausea was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.